Event description:
Prior to performing a circumcision on an infant, the physician assembled the device to check for tightness. The bell was loose after the screw was tightened to its fullest. Additionally, the "jaws" of the hemostat did not oppose tightly when in the locked position with a visible gap noted at the tip of the hemostat.